Event description:
It was reported that the patient presented for an implant procedure. During the procedure after multiple of attempt of reposition, it was noted that the helix of the low voltage lead was found deformation resulting in helix could not be fixed. The low voltage was not used and replaced on (B)(6) 2026. The patient was in stable condition.